Manufacturer narrative:
Evaluation begun, but no conclusions have been reached.

Event description:
During device maintenance, the central control monitor (display) of the heart lung console indicated a malfunction of the computer operating system. The ccm was replaced. There was no adverse consequence to a patient as a result of this event.